Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery. After a non bsc guide wire crossed the lesion, a 5.0 x 150, 135cm mustang balloon catheter was advanced. The balloon was inflated for 15 seconds however it ruptured at 16 atmospheres on the first inflation. There was no appearance defect on the balloon. The device was flushed intermittently and was completely removed from the patient. The procedure was completed using a 0.5mm-100mm non bsc balloon catheter. No patient complications were reported and the patient's status was good.